Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I. The patient reported that she got an elective replacement indicator (eri) message and it started sometime in 2016. There were no falls or traumas that could be related to this issue. No complications reported.